Event description:
During a review of a patient¿s programming and diagnostic history, it was found that a patient presented high lead impedance (systems diagnostics =7/limit/high/no; normal mode diagnostics = 7/limit/high/no). Dates of the high impedance events were (B)(6) 2012 and (B)(6) 2012. Programming history provided data from the implant date of (B)(6) 2009 through (B)(6) 2012. It did not appear that the device was programmed off when the high lead impedance was first detected on (B)(6) 2012 because the last known settings found on (B)(6) 2012 were 1/30/500/30/1.1/1.25/500/30. The patient¿s last known settings on (B)(6) 2012 were 0/30/500/30/1.1/0/500/30 indicating that the device was programmed off when the high impedance was found the second time on (B)(6) 2012. Additional information received revealed that the patient was referred to a neurosurgeon for evaluation of the high lead impedance however good faith attempts to obtain more information regarding the referral and patient outcome have been unsuccessful.

Manufacturer narrative:
Analysis of programming and diagnostic history performed.